Manufacturer narrative:
510(k): k200972. Investigation evaluation: the product said to be involved was returned in a clear biohazard bag, provided with the return was lid stock from the lot number provided in the report. The label matches the product returned. An attachment was provided with a scanned micro label that matches the report. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return (only 1 catheter was returned). The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. A large amount of powder was loose within the plastic biobag and present on the exterior of the return device and catheter. A build up of powder is visible through the catheter. A kink was observed proximal to the catheter occlusion 99.1cm from the distal tip of the catheter. The device was tested as returned and sprayed powder intermittently. The co2 cartridge audibly discharged when deactivated and was fully punctured. The foam insert was present and correctly oriented inside the device, it was noted the foam seemed to be covering the lance though it did not appear to have impeded the co2 cartridge from being punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge and a new activation knob, the device sprayed powder as intended. The returned catheter was attached and tested with the returned device. When attempting to spray, powder was observed exiting the nozzle and moving through the catheter until reaching the accumulated dark powder at the distal end of the catheter confirming the catheter has become occluded. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report of clogged catheter. While the device was able to spray powder as intended with a new co2 cartridge and activation knob without the returned catheter, powder was not able to pass through the catheter when it was attached. A definitive cause for the occluded catheter could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Catheter occlusion/clogging can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following, "do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The instructions for use also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used hemospray endoscopic hemostat. It was reported that both catheters clogged near the gun, in spite of drying the channel and keeping constant positive pressure air in the catheter while advancing in the scope. Some spray was able to be deployed before clogging. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
510(k): k200972 investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. An attachment was provided with a scanned micro label that matches the report. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Catheter occlusion/clogging can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following, "do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The instructions for use also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.